Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock for atrial fibrillation (af). Programming changes were performed to resolve the issue. There were no patient consequences reported.